Event description:
The surgeon reported that when screwing the screw into the plate, the head of the screw broke. The surgeon reported that the head of the screw fell into the wound site and that this was successfully retrieved. Surgery was completed successfully and no adverse consequences were reported.

Manufacturer narrative:
Currently the device has not been returned for evaluation. Internal investigation in progress but not yet complete. (B)(4): device not returned.